Event description:
Silikon 1000 I had silicone injections on my nose through dr. (B)(6). Now I read FDA doesn't approve of that but in his website he says it's FDA approved. I'm worried about health complications as I am now having inflammation in my body which is a side effect of silicon injections. I didn't know until after I had them done. Please stop this guy. He does these injections to little young girls and boys and people who think it's FDA approved and don't know of the risks. I'm scared this might kill me. I reported it to the FDA and they said I have to report it to you guys. Dr (B)(6) address: (B)(6). Any information or help you have please let me know thank you. My number is (B)(6). I was hospitalized (B)(6) 2024 with diverticulitis caused by inflammation now I have to have surgery.

Event description:
Additional information received on 15-nov-2024 for mw5160960. Correction for procode. Version 0, (B)(6) 2024 18:33:12: silikon 1000 I had silicone injections on my nose through dr. (B)(6). Now I read FDA doesn't approve of that but in his website, he says it's FDA approved. I'm worried about health complications as I am now having inflammation in my body which is a side effect of silicon injections. I didn't know until after I had them done. Please stop this guy. He does these injections to little young girls and boys and people who think it's FDA approved and don't know of the risks. I'm scared this might kill me. I reported it to the FDA and they said I have to report it to you guys. (B)(6). Any information or help you have please let me know thank you. My number is (B)(6). I was hospitalized (B)(6) 2024 with diverticulitis caused by inflammation now I have to have surgery.